Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance, measuring 129 ohms. This impedance has been rising gradually over the past year and fluctuating between 100-120 ohms. Technical services was consulted for troubleshooting recommendations. The plan is to continue to monitor the rv lead at this time. The rv lead remains in-service. No adverse patient effects were reported.